Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, dyspareunia, vaginal scarring, organ perforation, bleeding and other: anxiety, depression. The patient underwent mesh removal on (B)(6) 2008 due to infection and mesh erosion. The patient underwent mesh trimming on (B)(6) 2009 due to infection and bleeding. The patient underwent mesh removal on (B)(6) 2011 due to infection, bleeding, mesh extrusion, and scar tissue over bladder. (B)(4) - urinary problems; bowel problems; dyspareunia; anxiety; depression. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07422. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).